Manufacturer narrative:
Date sent to FDA: 9/4/2019.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date for stress urinary incontinence and mesh was implanted. During the procedure, the patient experienced bladder perforation on the right side. The procedure was completed using the same device and the perforation was managed conservatively with a catheter which was removed a few days later. The patient later experienced some groin pain on the left side with activity, but it has been reported that it is gradually getting better. No additional information was provided.

Manufacturer narrative:
This event does not meet serious injury reporting criteria. Therefore, this is not reportable.